Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling bowel during cystectomy with ileal conduit, the load would not completely fire. A new reload was placed in the stapler and it would not fire completely as well. A new stapler was opened and ileal conduit was completed without further incident. No patient injury.